Event description:
A home pt (hp) reported dry minicaps. Per the hp, the sponge was completely white. The hp reported no pt injury or medical intervention associated with these incidents. On 8/24/1998, rn reported home pt used caps with no pvp and was prescribed prophylactic antibiotics.